Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 2.50 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent identified stent damage. Stent struts from the proximal end of the stent were lifted and pulled distally. The undamaged stent was measured and the result was within maximum crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion identified no issues. A visual and scope examination of the tip identified no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 08jul2020. It was reported that the device was unable to cross the lesion. The 95% stenosed 39mm in length, 2.5mm in diameter target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50 x 38mm synergy drug eluting stent was selected for use. During the procedure, the stent balloon could not cross the lesion. The procedure was competed with a different device. No patient complications were reported and patient's status is stable. However, device analysis revealed stent damage.